Event description:
International affiliate reports valve was implanted in 1999. The valve was not functioning properly seven months later and was explanted one month later. No other info is available concerning this event.